Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg). The customer was not in the ER very long and did not result in admittance to the hospital. The contact declined to provide further information.